Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's actual volume was 5 ml higher then expected at every refill. No symptoms/patient complications were reported.